Event description:
Healthcare professional reported left side exchange of textured breast implants due to the patient¿s concern with the product, hole non-specific, hole in radius, seroma, and grade IV contracture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified it to be underweight, red particles and a curved opening on radius. A visual and microscopic analysis was performed which identified a sharp opening on radius and crease folds. A dimension measurement in the shell was performed which identified the thickness within specification. Base on the device analysis the final assessment is: a sharp opening on radius due to an unidentified (tear) opening. The events of "capsular contracture and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade IV. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported left side exchange of textured breast implants due to the patient¿s concern with the product, hole non-specific, hole in radius, seroma, and grade IV contracture. Device has been explanted.